Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device as also received with the case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had died and a black screen that was not turned back on. Customer stated that she tried a new battery but still nothing, they saw a crack on the battery compartment going to the back of the insulin pump to the hinges. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer declined troubleshooting for the blank display. The device will be returned for analysis.